Manufacturer narrative:
Device passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. However an unexpected motor noise noted during the rewind due to faulty motor. Device received with missing end cap sticker. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump was making a grinding noise during insulin delivery. Customer's blood glucose was 189 mg/dl. Customer reported she had low blood glucose of 38 mg/dl. Customer mentioned she didn't eat enough. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.